Event description:
It was reported that the patient reported via transmission alert that the device was bvvi. Reprogramming changes were recommended. The patient is scheduled for in-clinic visit for further analysis.

Manufacturer narrative:
(B)(4).